Event description:
It was reported that the insulin pump alarmed no delivery excessively. The no delivery alarm was not cleared after the tubing, reservoir, and site were changed. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery also, unable to confirm excessive no delivery alarm due to motor error alarm. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test, a21 error test and occlusion test due to motor error alarms. All operating currents are within specification and passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, broken belt clip slot, cracked display window, cracked battery tube threads, cracked case, scratched reservoir tube window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.